Manufacturer narrative:
No devices or photos were received since the devices still remain implanted; therefore the condition of the component is unknown. Review of the device history records cannot be performed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause for the pain cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/21768626. (B)(4). Other device used: catalog #unk, unknown zimmer cpt stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported that two patients were experiencing pain.